Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), and block g1 (manufacturer site address 1, manufacturer site city, and manufacturer site country) have been updated based on the additional information received on july 27, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a procedure to treat gastric varices performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was returned (handle assembly only), and a visual evaluation noted that the handle slot had the trip wire inserted. The suture thread was cut, possibly at the time of removing the device. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned for analysis. Upon analysis, the handle was in good condition. It is possible that the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality. However, since the returned device was incomplete, the required components cannot be analyzed, so it is not possible to confirm the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a procedure to treat gastric varices performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a procedure to treat gastric varices performed on (B)(6), 2023. During the procedure, the bands could not be deployed. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.